Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 21539170/5071341.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure.